Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during setup of a prismaflex machine it was observed that the base was detached from the machine and it was out of calibration. It was reported that the base was separated from the body and they were connected by means of screws and these screws were reported to be disassembled. The base where the wheels and the body of the machine meet were adjusted by screws. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not received for evaluation; however, the device was evaluated by an onsite qualified technician. Upon onsite evaluation it was found that the base of the machine was separated from the body; the screws needed to assemble to the body and the base was loose. The reported condition was verified. The cause of the condition could not be determined. To resolve the base malfunction issue, the qualified technician adjusted the screws; and an electrostatic discharge test was performed. A device history review revealed no issues that could have caused or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.